Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for failed battery test alarm. The customer¿s blood glucose was unknown. The customer stated that they are keeps getting failed battery test alarm. Customer reported that contacts on battery cap was damage, found compartment was corroded. The customer advised that insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit alarmed failed battery test due to corroded battery tuba and battery contact. Unit received with operating currents within spec and passed displacement test and self test. Unit received with cracked case at the display window corners. Unit received with minor scratched display window and case.